Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states product.

Event description:
During an angioplasty procedure, prior to inserting the bx sonic delivery system in the patient, the stent struts were noted uplifted. There was no patient injury reported with the event.